Event description:
It was reported that the infusion set did not work properly and the patient experienced hyperglycemia which was treated with insulin pump on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.